Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g324 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot g324 for the reported issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The photographs show the collect pump tubing loop and the pump head. The photographs verify that a blood leak had occurred as blood splatter is present on the pump deck in the area of the collect pump. The collect pump tubing loop appears to have a kink in the area it is inserted into the pump head. Damage in this area of the tubing loop can occur when the tubing is forcefully rubbed against the pump head upon loading or if the tubing loop is loaded by spinning the pump head in the incorrect direction. Incorrect loading and/or forcefully rubbing the tubing loop against the pump head can result in scrapes or cuts in the tubing loop as the pump head rotates. A device history record review did not identify any related non-conformance's. All kits are 100% leak checked during production and this kit lot had passed all lot release testing. A material trace of the tubing used to manufacture kit lot g324 did not find any non-conformance. The evidence from the photographs is consistent with a leak in the collect pump tubing loop; however, the exact location of the leak and root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: (B)(4). P.t: (B)(6) 2018.

Event description:
The customer called to report a tubing leak during the treatment procedure. The customer stated during the buffy coat collection phase of the procedure they noticed a blood leak around the collect pump. The customer reported approximately 1525 ml of whole blood was processed at the time the leak occurred. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer has returned photographs for investigation.